Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed no anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(6) revealed a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring, which did not affect the functionality of the catheter in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated they were not able to aspirate the catheter on (B)(6) 2020. The assumption was that since the catheter could not be aspirated that it was not patent for some reason, thus causing the withdrawal. The pump and catheter were received for analysis.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter pr oduct ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6) , ubd: 2016-06-16, UDI#: (B)(4), h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 180 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced withdrawal symptoms earlier in the week following a refill by the home health nurse. Logs were read and catheter aspiration was attempted on (B)(6) 2020. The old pump and pump segment were explanted and replaced on (B)(6) 2020. The issue was resolved at the time of this report. The patient's status was alive - no injury.